Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed, and the reported failure (errors 26004) was confirmed as having occurred in the field but not replicated. In log reviews, it was confirmed to have error 26004 on axis 1. The unit was installed onto a golden system and no related issue were trigged. The unit was then installed onto a pfc fixture test platform (pftp) where the unit failed on friction pointing to the pitch axis. Upon visual inspection, no issues were found. The yaw and pitch motor modules were found to be the potential root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the patient side cart (psc) had two-nonrecoverable faults and power cycled twice with the second being a hard power cycle. System then powered on and gave a recoverable 26004 on universal surgical manipulator (usm) 1. Technical support engineer (tse) did not find any non-recoverable faults in logs but was able to confirm reported 26004 and opted to continue with 3 arms for this procedure. Tse walked customer through disabling usm 1 to continue. The procedure was completed with no reported injury.